Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone jacket of the patient¿s driveline was confirmed through the evaluation of the submitted photographs. A specific cause for the observed damage could not be conclusively determined. The account reported that the patient had driveline damage. Additionally, the underlying wires were not exposed. Rescue tape was applied to the damaged portion of the driveline. The submitted log file contained data from (B)(6) 2021 and appeared unremarkable. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii IFU also states that patients must be attached to the power module or mobile power unit during sleep or any time when sleep is likely. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook also instructs the patient to connect to a mobile power unit before going to sleep or at any time that sleep is likely. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with significant external driveline damage, no significant alarms on interrogation. The patient has a history of sleeping on battery power despite discussions. Submitted log file captured 42 low battery advisories where the patient was using a power module, but most of the time battery power is utilized. There were no adverse alarm conditions or parameter changes. Rescue tape was applied to external driveline damage. No equipment replaced or returning. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.